Event description:
Balloon from cath tip missing. Balloon inflated in vessel-when cath was removed - balloon was missing. Number four fogarty removed from right common femoral artery without balllon. Latex balloon could not be retreived directly, or following repeat thrombectomy with #5 balloon. Artery flushed and irrigated with heparinzed saline with monitoring outflow vessel. No foreign body seen in fluoroscopy.